Manufacturer narrative:
H6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h10.

Event description:
It was reported the unspecified bd vacutainer® sodium heparin tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "the "sodium" tube is inconsistent. Previously reported. Issue continues."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the b)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified bd vacutainer® sodium heparin tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "the "sodium" tube is inconsistent. Previously reported. Issue continues."